Event description:
Boston scientific received information that high pacing impedance measurements were observed on the cardiac resynchronization therapy defibrillator (crt-d) and right ventricular lead during a routine follow-up. The patient was scheduled for followup on a later date. Additionally, it was confirmed that all other measurements were within limits and that the cause of the out of range impedances remains unknown. Patient follow up will be continued. The device and lead remain in service. No adverse patient effects were reported.

Event description:
As the out of range impedance measurements were an ongoing issue, a revision procedure was performed. Attempts to implant a new rv lead were unsuccessful due to venous access. Therefore, the device was explanted and replaced. The rv lead remains implanted. It was indicated that the patient was not pacemaker dependent and that the system was providing appropriate therapy while implanted. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.